Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a gel mentor breast implant of unknown type and experienced rupture on the right breast implant. The rupture was diagnosed by the healthcare professional by the CT scan on (B)(6) 2018. As a result, the patient had undergone explantation and replacement with an unspecified mentor gel implant on (B)(6) 2018.

Manufacturer narrative:
On 05/21/18, it was reported to mentor that the date of implant was reported incorrectly in the original report. The actual date of implantation is (B)(6) 1989. In addition, the replacement devices were gel mentor memorygel breast implant 275cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/25/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears yellow. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered the inner shell appears intact and outer shell was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/19/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the replacement devices were gel mentor memorygel breast implants 275cc. Manufacturer¿s reference number: (B)(4).